Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off during patient use. The customer advised that the device powered off when it was tilted/moved. Physio-control has contacted the customer in order to obtain additional information; however, the customer is unwilling to provide patient details.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. A review of the device electronic record showed an intermittent loss of connection to battery #1. Physio determined the cause of the reported issue was due to a loose battery pin in battery well #1. Physio replaced the battery pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off during patient use. The customer advised that the device powered off when it was tilted/moved. Physio-control has contacted the customer in order to obtain additional information; however, the customer is unwilling to provide patient details.